Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture baker grade iii.

Event description:
Healthcare professional reported "left side rupture and capsular contracture baker grade iii." Device explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, opening, crease fold, underweight. A microscopic analysis was performed which identify, a striated edge opening, consist with use of a surgical tool. Based on the device analysis, the final assessment is: a striated edge opening on anterior side assessed, as surgical damage.

Event description:
Healthcare professional reported, "left side rupture. And capsular contracture, baker grade iii". Device explanted.